Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint was confirmed based on information provided by the patient. Labeling was reviewed and found to be adequate in regard to this issue. There is not enough information to determine the cause of the use error, therefore the root cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a check lines and bags alarm that occurred on the homechoice (hc) during dwell 5. The home patient (hp) stated only supply bag has solution and heater and final bags are empty. The hp also stated that early on he had mistakenly connected final bag to supply line and supply bag to final line- he had then switched the bags back over to correct lines. The technical service representative (tsr) had the hp cycle power on machine to end of therapy and then go to manual drain to drain out. The tsr explained the alarm and possible causes and assisted the hp to end therapy and drain manually. There was patient involvement and there was no patient injury or medical intervention associated with this event.